Event description:
It was reported that the surgeon was performing an open bowel procedure. He was using the circular stapler to create the anastomosis, the instrument partially fired, then jammed, would not complete the firing stroke and they could not remove the instrument after some manipulation, they were able to get the instrument apart, some staples were partially formed, others were not and fell into the abdomen. A second circular stapler was used to complete the anastomosis. No add'l info is available.